Event description:
It was reported that the user experienced hyperglycemia while using the ilet with prefilled insulin cartridges, characterized by overnight high blood glucose that prompted healthcare provider advice to replace the cartridge. Symptoms included elevated blood glucose up to 318 mg/dl and positive ketones measured at 160 with no acute clinical sequelae reported. Outcomes included temporary impairment due to out-of-range glucose for approximately six hours without the need for emergency care or hospitalization. Investigation included review of available device performance data and user reports, along with troubleshooting and education provided to the family. Investigation of this case revealed normalization of glucose values after cartridge replacement and no confirmed device malfunction. It was concluded that the event was hyperglycemia with unclear cause and that the device continued to function as expected after cartridge change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.